Event description:
Customer reported complaint of the system running hot in the past several weeks and injuring several pts in association with ipl treatments. The customer did not provide specific incident dates or pt/incident details, including any medical intervention, although lumenis requested these details.

Manufacturer narrative:
Lumenis service evaluated the lumenis one device. Per the customer engineer ce, the ipl treatment head appeared to exhibit unstable output ranging from low to high out of spec. Per the ce, no problems were found with the lumenis one system. Lumenis replaced this ipl treatment head under warranty. Lumenis technical support tested the ipl treatment head on receipt from the customer and found it within spec. The most likely root cause appears to be that the treatment head had an intermittent problem that was not observed by lumenis technical support because the problem was just developing. Without the add'l details requested from the customer, no further conclusion can be drawn regarding root cause.